Event description:
It was reported by a distributor that the pump display was found unreadable during troubleshooting. There was no reported impact to the customer¿s blood glucose level. The pump was replaced to address the issue.